Event description:
The device was used during a laparoscopic fundoplication procedure. It was reported the er320 from a ftr72 kit was fired successfully three times. The following three clips would fire from the device and would not form. The er320 was removed from the field and it appeared the jaws of the device were bent. It was reported all unformed clips were removed from the pt. The procedure was completed with another er320. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.